Event description:
It was reported that a dexcom g7 sensor paired with an ilet system stopped working several hours after application, with the display indicating a warm-up state and no alerts triggered. Symptoms included no reported clinical effects. Outcomes included no reported impact to health status or activities. Investigation included review of system use and device performance through customer troubleshooting. Investigation of this case revealed an intermittent sensor communication or initialization issue could not be confirmed, and the responsible device was not identified. It was concluded that, based on previously established findings for similar reports, the event was not confirmed, and no device malfunction could be determined based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.